Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post pace t-wave oversensing was observed.

Event description:
New information notes that programming changes were made. The patient was stable before, during, and after reprogramming. Device remains implanted.